Manufacturer narrative:
Eval summary: the investigation concluded that the device seizure occurred as a result of galling and material transfer. A material analysis indicated the material transferred observed on the bearing surface of the reamer shaft was consistent with a 316 stainless steel alloy. The device drawing indicates the sleeve material is a 316 stainless steel alloy. It is most likely a third body debris, such as bone fragment, initiated the galling and material transfer. The device shaft is intended to freely rotate within the sleeve. It is likely the sleeve began to rotate with the shaft during seizure which then interfered with the mated keel punch guide (cat #: 6541-2-748, 6541-2-713). It is believed this interference caused the observed gouging on the sleeve. In addition, the material analysis indicated "no material or mfg defects were found on the evaluated device or components." The device mfg history record indicates that the reported lot of devices was mfg and accepted into final stock with no reported discrepancies.

Event description:
It was reported that, "14 mm cement reamer in universal base plate set was frozen up. Issue was discovered while rep was checking the set. No pt involvement."